Event description:
An impella cp device was inserted into the right femoral artery in a 54-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in society for cardiovascular angiography & interventions (scai) a shock, prior to initiation of support. The impella was inserted for ventricular support during a protected percutaneous intervention (pci). While the patient was in the intensive care unit (ICU), there was an intra-aortic alarm during intubation. Echocardiography revealed that the impella discharge port had dislodged into the aorta with the pigtail located in the left ventricle (lv). The automated impella controller (aic) waveform showed coupling of position and lv waveforms, and the motor waveform was flat. Impella was secured with a fixation ring, and no patient movement was observed during intubation. The physician was aware that the pump could be advanced because the pigtail remained in the lv, but there were concerns about advancing without a guidewire, along with the patient's high blood pressure (bp in the 150s, requiring anti-hypertensive medication), which led to a decision to remove the device. Fluoroscopy showed the impella was placed too deep, with the shaft shifted towards the lesser curvature. After seven days, the device was successfully weaned. The post-procedure outcome is survived at explant. While on support, the device functioned at p-4 at 2.3l/min as intended with d5w heparin in the purge solution. The impella will be reported for the early removal of the device; however, the removal was performed with no consequence to the patient.

Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
B1: added product problem, this was omitted from the initial report in error. B5: added updated clinical review. D6b: corrected explant date.

Event description:
Updated clinical narrative: an impella cp device was inserted into the right femoral artery in a 54-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in society for cardiovascular angiography & interventions (scai) a shock, prior to initiation of support. The impella was inserted for ventricular support during a protected percutaneous intervention (pci). While the patient was in the intensive care unit (ICU), there was an intra-aortic alarm during intubation. Echocardiography revealed that the impella discharge port had dislodged into the aorta with the pigtail located in the left ventricle (lv). The automated impella controller (aic) waveform showed coupling of position and lv waveforms, and the motor waveform was flat. Impella was secured with a fixation ring, and no patient movement was observed during intubation. The physician was aware that the pump could be advanced because the pigtail remained in the lv, but there were concerns about advancing without a guidewire, along with the patient's high blood pressure (bp in the 150s, requiring anti-hypertensive medication), which led to a decision to remove the device. Fluoroscopy showed the impella was placed too deep, with the shaft shifted towards the lesser curvature. After one day on support, the device was successfully weaned. The post-procedure outcome is survived at explant. While on support, the device functioned at p-4 at 2.3l/min as intended with d5w heparin in the purge solution. The impella will be reported for the early removal of the device; however, the removal was performed with no consequence to the patient.